Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter has been giving intermittent out of range signals. The out of range signals last between 10-45 minutes.